Event description:
General report received of an unspecified number of undocumented incidents of air in the tubing distal to the in-line filter. It was reported that during infusions of unspecified fluids, it was noted past in-line filters. There were no reported adverse pt effects or delays of critical therapies.